Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to treat a 90% calcified, moderately tortuous mid left anterior descending (lad) lesion. The physician pre-dilated the lesion several times with a competitor's 2.5x15mm balloon catheter. They physician then attempted to cross the lesion with a taxus express2 3.0x16mm drug eluting stent (des), but the stent delivery system (sds) was unable to cross the lesion. The physician completed the procedure with a taxus express2 2.75x20mm des and intravascular ultrasound was performed. No patient injuries or complications were reported. The patient's condition was reported as "good." Analysis of the returned device revealed that the stent was not present on the delivery system. Per the complaint reporter, "it is unknown when exactly the stent was dislodged from the sds, but it is confirmed that after the device was removed outside the body, stent inflation might have been performed to see the inflated stent outside the body."

Manufacturer narrative:
The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Product analysis found that the distal tip was damaged and the stent was no longer present on the sds. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. It was noted that the balloon had started to unwrap, indicating that the system had been exposed to positive pressure. The stent impression could still be seen on the balloon, however, it was difficult to verify placement of the stent with respect to the marker bands due to the balloon unfolding. It was not possible to determine how or when the damage occurred on the sds. The most probable root cause for this reported event will be considered operational context.